Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio acetabular shell 58 - ref. 01.26.45.0058 / lot 123595 ((B)(4) shells produced). All parameters have been found to be in accordance with the specifications valid at the time of mfg, included washing and sterilization cycles. (B)(4)cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. The x-rays were evaluated by an expert surgeon contacted by medacta and he noticed that the problem was the fixation of the cup due to two different things: a too big size used was used; a too deep reaming was performed into the pelvis, with also reaming on the lateral part of the pubic bone. From the data collected, there are no evidences that the event is device related.